Event description:
The customer reported that their device would intermittently detect the ECG through the paddles lead. When the device was unable to detect the ECG through the paddles lead, the device would not have been available to deliver defibrillation therapy. The pt involved was only being monitored during surgery and did not suffer any adverse effects from a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has not received the device for eval. Several attempts to f/u with the customer on the status of the device have been unsuccessful. The cause of the reported failure could not be determined.